Event description:
A distributor called in to state three oxygen catheters were found to have loose buffer foam material.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction, recurrence of this malfunction would not likely lead to a serious adverse event because the problem of a loose compress would be discovered immediately on attempting to use the product. The purpose of the foam compresses is to help keep the oxygen catheter in place in the nostril and its absence would necessitate the replacement of the product with a new one as the catheter cannot remain in place without it. The catheter tubes themselves are made of a smooth, soft (B)(4) material and unlikely to cause a serious injury to the nostril. Three samples in opened peel pack were received and visually checked and the foam came loose on all catheters. Batch records were reviewed and no nonconformity of this nature was registered during manufacturing process. The connection between tube and compress is regularly checked during the manufacturing process. Based on above the root cause of reported fault cannot be determined. No additional patient/event details has been provided to date. Should additional information become available, a follow up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.